Event description:
It was reported that the patient had an infection and the pump system was explanted. The reporter stated that the infection presented when staples came out a week prior to (B)(6) 2012 and the pump and catheter were to be explanted on (B)(6) 2012. The patient stated that "everything was fine with pump up until staples were removed". The medications in the pump were fentanyl and marcaine. Follow up information had been requested, however was unavailable at the time of the report.

Event description:
The patient was taken care of with oral narcotics. It was unknown if there were plans to reimplant.

Event description:
Additional information received reported further event details. The patient's pump was explanted due to an infection, as previously reported. The additional information reported that a (B)(6) culture was done. The onset of infection was reported as (B)(6) 2012. The patient's symptoms were fever, redness, swelling, drainage and pocket erosion. The location of the infection was the pump pocket. Due to the infection, a total system explant took place on (B)(6) 2012 the reporter stated there was no drug withdrawal following explant and the infection was resolved. The reporter noted a risk factor prior to the device implantation of 'debilitated status'. Follow up information had been requested, however was unavailable at the time of the report

Event description:
Additional information received reported that cause of the event was an infection at the site of the new implant of pump, which resulted in hospitalization. The patent had routine pump replacement due to end of life (eol) of pump, and the surgical site of the pocket became infected following that eol pump revision. The healthcare provider (hcp) reported that the pocket infection contained an isolation of (B)(6) at the surgical site. Both the pump and catheter ended up being explanted. The patient was recovered without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8703w, lot# l51801, explanted: (B)(6) 2012, product type catheter; product ID 8596, serial# (B)(4), explanted: (B)(6) 2012, product type catheter; product ID 8578, serial# (B)(4), explanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
Unclear if explant date is (B)(6) 2012 or (B)(6) 2012. Product ID 8835 serial# (B)(4) product type programmer, patient product ID 8703w lot# l51801 implanted: 1998-(B)(6) explanted: unclear if explant date was (B)(6) 2012 or (B)(6) 2012 product type catheter product ID 8596 serial# (B)(4) implanted: 2006-(B)(6) explanted: unclear if explant date was (B)(6) 2012 or (B)(6) 2012 product type catheter product ID 8578 serial# (B)(4) implanted: 2012-(B)(6) explanted: unclear if explant date was (B)(6) 2012 or (B)(6) 2012 product type - accessory. (B)(4).

Manufacturer narrative:
(B)(4).